Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) was missing the helium knob. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The missing helium knob was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) was missing the helium knob. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) was missing the helium knob. There was no patient involvement, and no adverse event reported.